Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat pain, bone loss, and metallosis secondary to polywear and debris. Doi: (B)(6) 2017, dor: (B)(6) 2021, unk hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not received for examination. Examination of the provided photographs and devices that were returned on this complaint found evidence to support disassociation of the liner from the cup while implanted. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H6 medical device problem code: appropriate term/code not available (a27) used to capture incident.